Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with patient notification alert. Upon interrogation, high pacing lead impedance and high capture threshold was observed. Lead was replaced. Patient&#38112;condition was fine post-procedure.